Event description:
The customer stated there was a large blood leak under the probe wipe and drip tray and that a piece under the probe wipe was broken on the beckman coulter lh750 instrument. The field service engineer (fse) found the rinse cup had come off and screwed it back on and used loctite to secure the screw. Root cause for the leak was the rinse cup had disconnected. There was no affects to patient results. There was no injury to the operator. However on a recur, the operator may be exposed to biohazardous material.

Manufacturer narrative:
Beckman coulter unique identification number is (B)(4).